Event description:
On (B)(6) 2022, the patient/lay user contacted lifescan (lfs) USA alleging that her onetouch ultra 2 meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation since the patient was unable to be contacted for further information. The patient reported that the alleged issue began at 1 pm on (B)(6) 2022. The patient claimed obtaining a blood glucose reading of ¿490 and 300 mg/dl¿ with the subject meter which she felt was inaccurately high compared to her feelings and/or normal readings. The patient manages her diabetes with diet and exercise only and denied taking any action in response to the alleged issue. Immediately after the alleged issue occurred at 1 pm, the patient developed symptoms of feeling ¿dizziness and lightheaded¿. The patient stated that due to the symptoms she went to the hospital on (B)(6) 2022. It was not reported if the patient received any medical treatment at the hospital. During troubleshooting, the cca noted that the subject meter was set to the correct unit of measure. However, the patient informed the cca that the test strips she was using were expired on may 31, 2021. The cca educated the patient about the expiry date and explained that the patient had to get some new test strips. A control solution was sent to the patient. Medical surveillance was unable to reach the patient to clarify if the patient believed the device contributed to the adverse event. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event and received possible medical intervention for an acute blood glucose excursion while using the product. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.